Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump received with minor scratches on lcd window. The insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump received with broken reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer reported receiving three motor error alarms in one day. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.